Manufacturer narrative:
The investigation of nerve compression has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. The patient had been very slow to wean with impella 5.5 support. They were able to successfully wean the patient for explant. After the explant, the patient was experiencing weakness and loss of sensation in the right arm. This was the same side as the cutdown for the impella. The patient was able to move the arm and pulses were present by doppler. Of note, vascular was monitoring the patient in the event that further intervention was required.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.